Event description:
Edwards received notification that this patient with an inspiris resilia valve model 11500a23 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of two (2) years and five (5) months due to calcification leading to stenosis (rapidly progressive increase in pressure mean gradient 45-50 mmhg and peak gradient 90 mmhg, calculated valve opening area 0.6 cm2). The patient showed increasing symptoms for several months, exertional dyspnea and impaired performance before the valve in valve procedure. Since there was no improvement after initial marcumar therapy it was decided to perform a viv procedure. A 26mm transcatheter valve was implanted within the pre-existent surgical device successfully. The patient was noted as to be in stable condition and was discharged home.

Manufacturer narrative:
Added information to section a4 (patient weight), b5 (describe event or problem), b7 (additional text), d4 (serial number), d4 (expiration date) and h4 (device manufacturer date) and h6 (type of investigation). H10: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that this patient with an inspiris resilia valve model 11500a23 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of two (2) years and five (5) months due to calcification leading to stenosis (rapidly progressive increase in pressure mean gradient 45-50 mmhg and peak gradient 90 mmhg, calculated valve opening area 0.7 cm3). The patient showed increasing performance insufficiency before the valve in valve procedure. A 26mm transcatheter valve was implanted within the pre-existent surgical device using the transfemoral approach successfully. The patient was noted as to be in stable condition and was discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative:the subject device is not available for evaluation as it remains implanted in the patient.the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.